Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto® 3 system (model# fg-5400-00c, serial# unknown). St. Jude medical agilis 8.5 french sheath (model# unknown, lot# unknown). Baylis medical transseptal needle (model# unknown, lot# unknown). Generator (model# unknown, serial# unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Transseptal puncture was performed x 2. When the ablation portion of the procedure was greater than three fourths complete, the patient became hypotensive and a pericardial effusion was detected via the intracardiac ultrasound catheter. Procedure was completed. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. Patient was under observation. Patient did not require extended hospitalization as a result of the adverse event. Patient outcome was unchanged. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a baylis medical transseptal needle and a st. Jude medical agilis 8.5 french sheath. Generator was set on power at 30 watts for 30 seconds. There is no information regarding generator parameters, generator settings, or last ablation cycle time at the site of injury. Power was not titrated. There is no information regarding spi value. Smarttouch sf catheter was not in close proximity to another catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Overall ablation time was 30 minutes. Irrigated catheter flow was set at 8 ml/min. There is no information regarding anticoagulation during the procedure.